Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump prompted a repeat of the fill tubing process after it had been completed. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge and resume insulin.